Event description:
Reporter alleged blood glucose measured 245 mg/dl on the 1st test strip vial compared to a result of 117 mg/dl on a different second test strip vial. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Expiration date for add'l lot# is 10/2005.